Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the silverhawk atk directional atherectomy device to treat a lesion in the superficial femoral artery. It was reported the silverhawk was used to treat an in-stent restenosis (isr), the physician was informed that the silverhawk is contraindicated for isr, but elected to use the device for this procedure. During the procedure the siverhawk became stuck on a stent strut, the rep was called into the room. The silverhawk was turned off; the cutter window was left open. The physician attempted to torque the silverhawk to free the device from the stent strut but was unable to do so. The silverhawk was pulled back and eventually dislodged from the stent cutting through a stent strut as it was being removed from the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.